Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed and the crt- d along with the right atrial (ra) lead, left ventricular (lv) lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).